Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found external insulation abrasion noted at 43.0 cm to 43.3 cm from the distal tip consistent with lead friction to the can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.